Event description:
Report received of a device that did not sound an audible alarm during preventative maintenance testing. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.